Manufacturer narrative:
Exact date of event is unknown. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the patient's lead had migrated. It is unknown which lead migrated. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient's lead was explanted and replaced on (B)(6) 2023.